Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's alarms sounded distorted and high pitched. No known cause was found during troubleshooting. Customer will continue to use pump for insulin therapy. Blood glucose level was 180 mg/dl at the time of the allegation.